Event description:
Essure placed in 2012. Since then, vaginal bleeding for up to 13 weeks at a time, mood changes, extreme abdominal pain, ER visits over blood loss, dizziness, fainting, chronic fatigue, hormonal emotional imbalance.